Manufacturer narrative:
The account found the shoulder bolt was missing from the latch mechanism. The account replaced the shoulder bolt to repair the stretcher.

Event description:
The account alleged the siderail will not lock in the up position.